Event description:
It was reported that the patient had an infection due to pyogenic granuloma. It was stated the physician believed that the spinal cord stimulation (scs) was causing cell growth and the lead wires were visible.